Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
When concluded the chemoinfusion, found an edema near the anterior chest area close near the cvc insertion point. After rx with contrast media, they noted a leakage in subclavian region no presence of contrast media at the end of the catheter's tip. Prolonged hospitalization.